Event description:
Rptr had mastectomy of right breast on 10/23/79. On 4/14/80 she had reconstruction surgery at the age of 31. She had a second implant placed in 10/80. Implant became very hard and out of shape. She had a difficult time breathing and right arm became very swollen. Rptr had recurrent breast cancer. On 6/29/82 implant was removed and five tumors were under implant.